Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: drive unit failure;driveline with complete fracture at pump housing site.specific component(s) involved: pump drive unit malfunction;driveline with complete fracture at pump housing site.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of driveline; replacement of pump.implant device type: lvad.